Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned right ventricular (rv) lead was analyzed and based on the field report, the lead was bent or kinked at lead tip with a cut in the insulation. With all the available information, boston scientific concludes the reported event was confirmed. A cut in the outer part of the insulation was noted which was likely implant damage. Also, helix was retracted and the bent or kinked in lead body was noted likely handling damage.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to dislodgement and placement difficulty. Furthermore, the physician suspected tissue adhesion to the screw mechanism, thus the physician used insulation to retain access and asked for a new lead. Additional information indicated that based on the field report, the lead had findings of bent or kinked at lead tip and a cut in the insulation. This rv lead was never in service. No adverse patient effects were reported.